Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a procedure surgeon could not remove the buttress pin from the va lcp plate. Surgeon wanted to reposition the pin 02.210.088 during implantation. Pin had locked to the plate so surgeon was unable to reposition it. Pin and plate remain implanted. Surgeon completed the procedure with no further problems and the patient is reportedly recovering well. This is 1 of 2 reports for this complaint.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.